Event description:
It was reported during follow up that the patient underwent surgical intervention, during which the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
A system displaying ¿elective replacement indicator¿ message was reported to abbott. The ipg was explanted and replace. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service. .

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The software update was unable to clear the message. Patient declines further intervention.